Event description:
The complainant reported that the patient was in the operating room for surgery (unclear as this is not noted). An intra-aortic balloon pump (iabp) was inserted. The patient developed epistaxis prior to impella insertion. An impella 5.5 was inserted, and the patients¿ chest remained open. Continuous renal replacement therapy started. The patient went to the or the following day for a chest washout (no tamponade). As the patient was coagulopathic, no heparin was started. Blood products were administered due to bleeding post operatively. Ultimately, the patient expired on (B)(6) 2025 with no information noted.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
D1 brand name, d4 catalog number and d4 serial number were updated, corrected accordingly.

Manufacturer narrative:
Section d catalog number was corrected.

Manufacturer narrative:
D10 (concomitant) has been added. Renal failure: the root cause of the injury was not determined due to insufficient clinical details. Asae/major bleed: the root cause of the access site adverse event was not determined due to insufficient clinical details.